Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large), ua 18 (max take-up revolution exceeded), and ua 19 (max applied load exceeded) error message was confirmed through archive data review. The archive data indicated that these ua error messages occurred independently and were subsequently cleared by the user. All the events occurred approximately two weeks prior to the customer reported event date of (B)(6) 2018. The archive data indicated no issue with the platform, the device operated with normal exits performing continuous compression without issue from 14 feb 2018 until the end of the archive data. There were no device deficiencies found during evaluation of the platform to indicate a functional issue related to a ua 7, ua 18 or ua 19 error message. The device was functionally tested using a good known autopulse li-ion battery with a large resuscitation test fixture an operated with compression without error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load characterization check was performed and confirmed that both load cell modules are functioning within the specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. The ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. The ua 19 error message alerts the operator that the load plate has detected too much weight being applied. The ua 19 error message can be cleared by restarting the platform. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During routine testing, the autopulse platform (sn (B)(4)) displayed multiple user advisory error messages (ua 18 (max take-up revolution exceeded), ua 19 (the load plate has detected too much weight being applied) & ua 7 (discrepancy between load 1 and load 2 too large). No patient involvement.